Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg). However, the exact value was not provided. Bg was addressed with carbohydrates. The cause of bg was unknown and the customer declined troubleshooting. Reportedly, the customer contacted a healthcare provider regarding bg.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level of (B)(6) mg/dl were confirmed via cgm values in the pump logs. The morning of (B)(6) 2018 a cgm alert 3 (cgm glucose reading below user¿s threshold) and a cgm alert 1 (cgm low alert) were annunciated. Based on customer's daily basal and programmed boluses, there were no obvious requests or deliveries that would cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.